Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 0, with a fault ID of 0x277d. Customer¿s blood glucose (bg) level was 380 mg/dl. Technical support provided information on how to reset the pump, assisted the caller with the reset, and verified that the malfunction code did not recur. The customer was advised to continue using the pump and to report any recurring malfunctions.